Manufacturer narrative:
The device used in this case was not returned. A device history review was conducted for the lot number of the handpiece and rf controller that was reported. The handpiece and rf controller met all qa specifications. Manufacturer investigation did not produce sufficient information to establish the root cause of the event. Section 6.0 of the minerva endometrial ablation system operator's manual indicates: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. Section 7.2 of the minerva endometrial ablation system operator's manual indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum. Although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator and it might not detect all perforations. Clinical judgement must always be used. The relationship between the device and the reported adverse event could not be established.

Event description:
It was reported that on (B)(6) 2020 a minerva procedure was conducted in a (B)(6) years old patient suffering from aub (e). Pre-operative hysteroscopy was performed, and the cavity appeared to be without pathology. The minerva device was inserted, but dr. Reported that he experienced difficulties with device insertion and deployment and opted to remove the device. The cervical canal was again dilated and the device re-inserted. Uit was initiated and passed on the first attempt. Ablation started automatically and a 120-sec uninterrupted ablation was performed. The patient was discharged shortly after the procedure. On (B)(6) 2020 the patient went to the ER reporting acute abdominal pain and distention. The patient was diagnosed with a uterine perforation with evidence of blanching on uterine serosa and small bowel injury. Small bowel resection and end-to-end anastomosis was performed. The patient recovered and was discharged.